Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The iabp had been taken to the biomedical shop where the issue was able to be reproduced but only intermittently. The incident occurred several days ago and the exact event date was not provided. Upon inspection by the stm, the issue could not be reproduced. Based on information provided by the customer, the color video received board was been replaced. After the repair, the problem no longer occurred. The stm completed preventative maintenance (pm) with all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported during an in-house staff training, the cs300 intra-aortic balloon pump (iabp) display malfunctioned on power up showing only a series of vertical lines. There was no patient involvement, thus no adverse event was reported.